Manufacturer narrative:
(B)(4). Physio-control has attempted to gather information from the customer on the reported event but has been unsuccessful and no response appears to be forthcoming.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device reportedly did not deliver defibrillation energy during a patient event.  Several attempts to gather additional event information from the customer has been unsuccessful.  No information on the patient has been provided.